Manufacturer narrative:
Product event summary: the catheter was returned and analyzed and no anomalies were found. The analyst commented that the catheter was returned with the syringe. The balloon had what appeared to be contrast visible on it. The syringe was attached and the balloon inflated and deflated normally. No issue was found at the time of analysis.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the balloon catheter would not deflate. A few minutes of manual manipulation were necessary to deflate the balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.